Event description:
The reporter stated that the three piece silicone lens haptic broke. Additional info has been requested from the user facility, but none has been forthcoming.

Event description:
No pt contact.